Event description:
It was reported that the ventilator was initially working properly. The user went to make a ventilator setting change and the graphic user interface (gui) touchscreen would not respond to touch. The patient was not harmed and was placed on another ventilator.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.